Event description:
It was reported by the patient that they have experienced high blood pressure and difficulty catching their breath since having a implantable pulse generator (ipg) check-up. They noted  the doctor stated that at the check-up changes were only made to prolong battery life. They stated something must have been changed to have caused their symptoms or it could have been a fish oil pill they took last night. They also noted they went to see their regular doctor this morning and were able to get the blood pressure down. They stated they deal with atrial fibrillation (af). The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.